Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("planned xenobiotic material removal") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient would undergo medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: after essure insertion she developed several physical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure (batch no. 808911) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: after essure insertion she developed several physical complaints. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure (batch no. 808911) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: after essure insertion she developed several physical complaints. Most recent follow-up information incorporated above includes: on (B)(6) 2020: lot number added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ('pain in her hips and other joints') in a female patient who had essure (batch no. 808911) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), fibromyalgia ("fibromyalgia"), autoimmune disorder ("autoimmune disease") and mental disorder ("psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal - fallopian tubes were also removed). At the time of the report, the arthralgia had resolved and the fatigue, fibromyalgia, autoimmune disorder, mental disorder and hormone level abnormal outcome was unknown. The reporter considered arthralgia, autoimmune disorder, fatigue, fibromyalgia, hormone level abnormal and mental disorder to be related to essure. The reporter commented: after essure insertion she developed several physical complaints and after the essure removal surgery, many of the symptoms went away. She also reported that has permanent damage to her hips from having walked incorrectly for years because of the pain caused by essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: a new reporter type (lawyer), new adverse events (fatigue, fibromyalgia, hip pains and joint pains, an autoimmune disease, psychiatrics problems, hormonal problem) and essure removal date were provided. The patient initials and outcome for some adverse events were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ('pain in her hips and other joints') in a female patient who had essure (batch no. 808911) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), fibromyalgia ("fibromyalgia"), autoimmune disorder ("autoimmune disease") and mental disorder ("psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal - fallopian tubes were also removed). At the time of the report, the arthralgia had resolved and the fatigue, fibromyalgia, autoimmune disorder, mental disorder and hormone level abnormal outcome was unknown. The reporter considered arthralgia, autoimmune disorder, fatigue, fibromyalgia, hormone level abnormal and mental disorder to be related to essure. The reporter commented: after essure insertion she developed several physical complaints and after the essure removal surgery, many of the symptoms went away. She also reported that has permanent damage to her hips from having walked incorrectly for years because of the pain caused by essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.